Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected.